Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that when the patient took the pod off, that the needle did not retract back into the pod indicating that there was a needle mechanism failure. The pod was worn for 36 to 48 hours. Treatment for reported issue is unknown.